Event description:
A cracked and shattered touchscreen was reported, which rendered the pump unresponsive and illegible, preventing customer interaction. The customer's blood glucose level was recorded at 171 mg/dl, indicating there was no adverse impact. Tandem technical support arranged for the pump to be replaced, confirmed the customer's warranty status, shipping details, and instructed the customer to use an alternative insulin delivery method, mdi, in the meantime. The customer was also guided on how to return the defective pump within ten days.